Event description:
It was reported that the patient presented to the clinic for a follow up. Interrogation of the pulse generator noted that the right ventricular (rv) lead had failed to capture and exhibited reduced in sensing values. The rv lead was repositioned on (B)(6) 2025. The patient was in stable condition.